Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during thoracoscopic radical resection of lung cancer while detaching the lung organ, the stapler was able to fire but some part of staples did not form properly and the staple line was incomplete distally. The staple line was fixed by hand sutured and the device was replaced with a new one to complete the procedure.